Manufacturer narrative:
A tandem clinical diabetes specialist reported that the customer had obtained a fresh sample of insulin and changed out all of the supplies on (B)(6) 2017 and as of (B)(6) 2017, no additional occlusions had been received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the insulin exiting from the tubing was gel-like. The customer's blood glucose (bg) level was 160-250s mg/dl and a bolus via the pump was delivered to address the bg level. The insulin vial was not expired. The customer was to changed the cartridge, infusion set tubing/site and use a fresh vial of insulin.